Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc implantable cardioverter defibrillator (ICD) (B)(6) 2008. (B)(4).

Event description:
The impedance was trending normally but there were recent high spikes, then it returned to normal. Manipulation did not reproduce the high impedance measurements. The lead integrity alert (lia) was installed. Further information indicated that the impedance spikes occurred during a procedure to replace the patient¿s peripherally inserted central catheter (PICC) line. The issue has not recurred and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that high impedance spikes continued to occur. The cause was not determined and it could not be replicated. There was no intervention.